Manufacturer narrative:
The patient code and device code above are applicable upon further review. It is noted device code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the healthcare professional confirmed there was no lead migration. There was nothing wrong with the contacts. Additional information received 3 days later reported a clinical diagnosis of paresthesia not in the correct place. Symptoms involved the patient bumping his head and since then, having stimulation in the patient's right foot, right hand, and jaw instead of his right knee. It was indicated when the stimulator was turned on, the patient experienced a headache, which would disappear after an hour of turning off the stimulator. A CT scan was performed but had not shown any abnormalities. Because the desired effect was lost, the electrodes were repositioned from the left subthalamic region to the pontocerebellar region. It was noted the report of the patient experiencing nausea when smelling food was omitted from the report.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389028101, serial# (B)(4), explanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was clarified that the lead was not previously repositioned; the entire system was explanted and replaced on (B)(6) 2016. It was also noted that the event resulted in an in-patient hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389028101, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type lead.

Event description:
No new information was received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study reported there was no applicable clinical diagnosis and paresthesia in the incorrect place was no longer applicable.

Manufacturer narrative:
The device was implanted off label. Other applicable components are: product ID: 3389028101, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced headaches, nausea when smelling food, and paresthesia in the incorrect location as there was a lead migration/dislodgement. The diagnostic methods included the patient reporting tingling in the incorrect location on (B)(6) 2016 and an examination on the same day that confirmed the event. The etiology was related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) and left lead were noted. The actions/interventions taken to resolve the issue included repositioning the lead on (B)(6) 2016; the event was considered resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4) was removed as it was reported that it was not related to the device/therapy or implant procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the nausea when smelling food was not related to the device/therapy or implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional from a clinical study reported the clinical diagnosis was updated from paresthesia in the incorrect place to pain. A week later it was noted the clinical diagnosis was no longer applicable. No further complications were reported/anticipated.